Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The failure mode was able to be reproduced by not completely plugging in the pump. Fully plugging in the pump resolved the controller error. The cause of the optical signal failure was most likely an air gap from between the optical cable and the pump.

Manufacturer narrative:
The impella controller was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) the console displayed "optical sensor error" when initially setting up. There was no patient involvement. The device was swapped out with no further issues.